Manufacturer narrative:
Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide.book page 30 tuesday, (B)(6) 2022 9:22 am chapter 2 important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer does not remove the syringe from cartridge with air collected and clear the syringe, during cartridge air removal. Tandem clinical support informed customer that not removing the syringe from cartridge with air collected and clear the syringe, is off label per the user guide. Customer¿s blood glucose (bg) was 400 mg/dl- "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection. Customer continued to use the pump for insulin therapy.